Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the red battery wire was not crimped properly, the display wires were pinched, the encoder nuts were not torqued to specification, two case screws were contaminated, the battery drawer would not open with no batteries in it, when batteries were inserted, the battery drawer opened properly, when device was opened to realign the main printed circuit board (pcb) it was noticed that the battery drawer operation was normal. (B)(4).

Event description:
It was reported when you connect the external pulse generator (epg) to the cord stimulation, this would not be effectively stimulating according to their appreciation, once verified with laboratory egm (electrogram) screen. The device was returned. No patient complications were reported as a result of this event.